Event description:
It was reported that a half day infusor had particulate matter inside the reservoir. The device was filled with an unspecified amount of desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot manufactured from october 3, 2014-october 8, 2014. The device was received and an evaluation was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection revealed a white particulate matter approximately 0.15 mm in size, floating in the reservoir. Fourier transform infrared spectroscopy identified the particle to be polyester material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.